Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, approximately 3.5cm of the conduit was returned with a transcatheter valve inside. Several pieces of the conduit were returned loose. Pannus fused the devices together, and was also noted on the inner side of the conduit. Calcification was observed. Due to the return condition of the conduit, the leaflets could not be assessed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight years post implant of this bioprosthetic valved conduit, implanted in a (B)(6) year old pediatric patient, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for replacement was reported as moderate to severe stenosis. Six years and nine months post valve-in-valve, both products were explanted and replaced with another bioprosthetic valved conduit. No additional adverse patient effects were reported.